Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# n770794002, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving morphine (0.5 mg/ml at minimum rate) via an implantable infusion pump for non-malignant pain. It was reported that there was no flow from the catheter. The hcp tried to aspirate from the side port but could not get flow. The hcp then removed the spinal segment and used a revision kit. He still could not get flow from that segment, so he removed it and added an additional catheter and connected it to the already existing pump segment. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. The explanted portion of the catheter was going to be returned to the manufacturer for analysis. No patient symptoms wer e mentioned. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, (B)(4), implanted: (B)(6)2017,explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the initial pump that was put in was not working and they had a revision. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The issue had been occurring since implant. No further issues were reported or anticipated.

Manufacturer narrative:
The explanted portion of the catheter was returned, and analysis found the catheter anchor was damaged at explant. If information is provided in the future, a supplemental report will be issued.